Event description:
As stated by the customer 2012-(B)(6): faulty catch for side support. We solved the problem by replacing the catch.

Manufacturer narrative:
This report is being filed under exemption (B)(4)by arjohuntleigh, inc. (B)(4) on behalf of the MFR arjo hospital equipment (B)(4). (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.